Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the catheter broke into two parts while attempting to remove the catheter from the patient during implant. It was noted the physician "retired all the catheter," but the procedure was very difficult. The catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit, the mechanical operation of the catheter was damaged. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.